Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat testing was used to confirm the false results. There was no indication that results were reported out and there was no report of patient impact. Assays used: yersinia, ehec. The following information was provided by the initial reporter: " they mostly have false positives for yersinia, but today they also had false positive for ehec."

Manufacturer narrative:
H6: investigation summary : the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving false positive results on yersinia and ehec. Field service was dispatched. Field service verified that there were no bubbles in the cartridges, replaced reader a, and performed an empty extended ebp run on side a with no false positive results. Instrument was returned to the customer functional. No parts were returned to bd for investigation. Complaint is confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat testing was used to confirm the false results. There was no indication that results were reported out and there was no report of patient impact. Assays used: yersinia, ehec. The following information was provided by the initial reporter: "they mostly have false positives for yersinia, but today they also had false positive for ehec."